Manufacturer narrative:
Analysis of the event logs established that battery level was at 7% and below during the first days of november, then increased to 55% and 85% since 9-november. Since the charger was not replaced, it seems that no battery issue occurred. The most probable hypothesis is that an unintentional user error such as bad plugging caused the reported event. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the battery level of the transmitter remains at 7% even if it is permanantly connected to the docking station and charger.